Event description:
It was reported that the customer dropped the insulin pump and the device had a blank display. The customer removed the battery for one hour and inserted a new battery, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a loose power connector on the interface board. The device had broken end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.